Event description:
Information was received indicating that a smiths medical pump's force gauge sensor was not functioning properly. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint was able to be confirmed. The fault was found to be a combination of the plunger board and plunger cable no longer working properly as a result of normal wear as the pump is over 9 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.